Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer had called on (B)(6) 2016 to report that she changed the battery and received a low battery alert the next day. Blood glucose at the time is unknown. Troubleshooting was done and the customer was sent a replacement battery cap. She called back on (B)(6) 2016 to report that she received the replacement battery cap which did not solve the issue. She changed the battery cap but the insulin pump still gave her a low battery alert with a new battery. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, off no power, audio/beep or battery indicator anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.